Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve acute respiratory distress syndrome (ards) was identified. Steroids and respiratory management, which included the use of a temporary respirator, were required. Additionally, twelve days following the valve implant ¿recoil¿ of the valve occurred which resulted in aortic regurgitation. As result, a balloon aortic valvuloplasty (bav) was performed. The ards improved with report of patient recovering. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that at the time of the initial valve implant a pre-balloon aortic valvuloplasty (bav) was performed. Per the physician the cause of the previously reported acute respiratory distress syndrome (ards) was not known. However, it was also reported that the valve and the delivery catheter system (dcs) had not caused or contributed to the ards. During the implant procedure where was not an issue with valve expansion and a post-bav was not performed. The previously report of valve ¿recoil¿ meant that the valve was later not fully expanded. The previously reported aortic regurgitation that had resulted from the expansion issue was classified as moderate-severe paravalvular leak (pvl). Following the balloon valvuloplasty to address the pvl, trivial pvl remained. The physician reported that the patient¿s anatomy had contributed to the event. No additional adverse patient effects were reported. Updated data: h6 additional device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.